Event description:
Info was received that reported a pt was treated at her physician's office in 2008 due to an incident of hypoglycemia. The reporter states her daughter took her to her doctor when her blood glucose was 27 mg/dl, and she had an altered level of consciousness. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy test were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.